Event description:
The facility reports the staff was in the process of getting the resident off the toilet. The had used the lifter to place the resident on the toilet, and had left the lift and sling around the resident. Before lifting the resident, the staff repositioned the sling to the correct position, then started to stand the resident. The staff member who was behind the resident noticed the resident slipping. They sat the resident back down on the toilet, and again repositioned the sling and the resident's hands to the proper position. They again lifted the resident from the toilet. She was in a full standing position, and they were half-way out the door when the resident raised both arms and started to slide out of the lifter. The staff member who was behind the resident held onto her and lowered her to the floor, so she was sitting on the floor to one side of the left with her back against the wall. She was sitting with her right leg tucked under her left leg just above the knee. The staff then removed the lift from the area and assessed the resident for injury. They then slid the resident out using a slider, placed a sling under the her and lifted her back to bed with a passive lifter. The resident was reassessed; she moved both both legs and arms with no pain or difficulty. Two hours later, staff came in to get the resident up for lunch. When they moved her up the bed, they heard a cracking sound and notice the resident's leg was rotated to the outside, indicating a fracture. The resident was then sent to the hospital where her leg was pinned and her arm placed in a cast.